Event description:
The insufflator was set to 15mm hg (intra-abdominal pressure) for a laparoscopic cholecystectomy. The pt had just been insufflated when an intermittent alarm coming from the insufflator was heard. The dr saw that the intra-abdominal pressure on the insufflator display read 61mm hg. The dr immediately disconnected the silicone tubing from the trocar stopcock. According to the rptr there were no other sources of gas during the procedure. There was no pt injury and the procedure was completed using another insufflator.